Event description:
It was reported that pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with Technical Support, and no additional information was received regarding troubleshooting steps or corrective actions taken.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.